Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2010 and mesh was implanted into the patient. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent a laparascopic bilateral paravaginal repair and a laparoscopic burch procedure on (B)(6) 2013 due to symptomatic pelvic organ prolapse and stress incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent laparoscopic hysterectomy on ((B)(6) 2010) due to menometrorrhagia, dysmenorrhea, and sui. It was reported that patient underwent mesh removal on (B)(6) 2010. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.